Event description:
Rn from ICU reported that the bedside monitor was working properly in the patient room but at the central station the sector for that patient read "no data from bed." This is the fourth times within 2 years where monitors (mp70) have lost their equipment labels. When the technician arrived to follow up on the call he discovered that the bedside monitor lost communication with the central. This resulted in the patient alarms only being displayed at the beside monitor, not at the central. This also meant that the patient information was not being stored. This situation did not result in any patient injury or delay of treatment. The technician responded to the call, re-configured the bedside monitor which re-established connection to the network and central. Health professional's impression: there was no adverse event however, the rn discovered that the alarms were only going to the bedside monitor which is not how the system is set up to operate.manufacturer response for monitor, physiological, mp70: philips medical was notified on 1/12/20011. Philips fse called and stated that he would find out what data his group would need to follow up on this issue. Hospital technician is placing follow up call today 1/14/2011 as we have not received any feedback as of yet.